Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure that the system faulted with a c-34 error. The site tried new instrument cords and new instruments with no change. The site found the third party covidien activation cable. The site connected the third party force triad generator and continued with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified hard non recoverable faults and replaced the integrated electrosurgical unit (iesu) generator to resolve the issue. The system was tested and verified as ready for use. The iesu unit was returned for failure analysis and the reported failure (c-34 error) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original manufacturer for repair. A procedure log review was performed. Per the review, the following was confirmed: a radical prostatectomy w/ lymphadenectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to a force triad generator after the start of the procedure due to the original electro surgical unit (esu) not functioning. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.